Event description:
It was reported that during the procedure for ureteral stones, there was found a fiber damaged inside the tube. It did not detach and there was no light emitted. The procedure was completed with another of same device. There was no patient complication. After that, the fiber was returned for evaluation and during investigation was determined that the distorted light exiting the connector is a result of an internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned product found that the fiber was received in one piece and there were no defects to fiber body. Therefore, the complaint against the fiber being damage was confirmed. During functional testing there was found that the fiber had burn marks on the connector face and distorted light exiting the face. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Additionally, it is likely that the interaction between the fractured connector and blast shield led to the burn marks observed on the fiber face. According to the device instructions for use, it states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The risk review was completed and confirmed that the event of was defined in the risk documentation and is documented accordingly. Based on analysis and the information available, the investigation conclusion code assigned is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.